Manufacturer narrative:
The product remains implanted and is thus not available for analysis. Additionally, as the sterile lot number was not available, product history record review could not be performed. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent the implantation of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to right flank pain due to inferior vena cava (ivc) filter occlusion and stricture. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages.

Manufacturer narrative:
As reported, a patient underwent implantation of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused right flank pain due to inferior vena cava (ivc) filter occlusion and stricture. The patient has reported blood clots, clotting and/or occlusion of the inferior vena cava and the device is unable to be retrieved, however, no removal attempt has been documented. The indication for the filter placement was pulmonary embolism and deep vein thrombosis. The filter was placed via the left common femoral vein and deployed below the level of the origin of the renal veins without any difficulty. The patient is reported to have tolerated the procedure well without any complications. Post implant medical records indicate that the patient has a history of pulmonary embolism, deep vein thrombosis, on coumadin, diabetes, acute myocardial infarction, obesity, obstructive sleep apnea and former tobacco use. Approximately 29 months post implant the patient had a stress test which showed no evidence of ischemia or scar and the ejection fraction (ef) was 60%. Approximately 6 years and 5 months post implant, patient underwent an echocardiogram which showed an ef of 65% to 70%, and no valvular abnormalities. Around the same time, patient had a venous duplex scan which showed partial nonobstructive chronic dvt in right common femoral and superficial femoral veins with no evidence of thrombus on left side. Approximately 6 years 10 months post implant, the patient visited the hospital with complaints of a two- day history of moderate intensity right flank pain. The patient indicated that the pain has been present for approximately 2 months. The medical notes reported right flank pain with ivc filter occlusion and stricture. That the pain appears to be musculoskeletal in nature. The patient was discharged from the hospital the same day. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without films of the index procedure or post implant imaging, the reported occlusion and stricture could not be confirmed or further clarified at this time. Blood clots, clotting, and device occlusion related to clotting do not indicate a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. Without the procedural films and post-implant imaging available for review, the reported events and or a device malfunction could not be confirmed. Pain does not represent a device malfunction and may be related to underlying patient specific issues. With the limited information provided it is not possible to establish a relationship between the reported events and the device. Given the limited information currently available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Correction to product code.

Manufacturer narrative:
The following sections have been updated accordingly. As reported, a patient underwent the implantation of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to right flank pain due to inferior vena cava (ivc) filter occlusion and stricture. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without films of the index procedure or post implant imaging, the reported occlusion could not be confirmed or further clarified at this time. Blood clots, clotting, and device occlusion related to clotting do not indicate a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. Without the procedural films and post-implant imaging available for review, the reported events and or a device malfunction could not be confirmed. Pain does not represent a device malfunction and may be related to underlying patient specific issues. With the limited information provided it is not possible to establish a relationship between the reported events and the device. Given the limited information currently available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The implant date was confirmed to be accurate. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent the implantation of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to right flank pain due to inferior vena cava (ivc) filter occlusion and stricture. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages. The following additional information was received per the patient¿s medical records: the patient had a history of pulmonary embolism, dvt, coumandin treatment, diabetes, acute myocardial infarction, obesity, obstructive sleep apnea, former tobacco user. The filter was placed below the renal veins origin into the ivc without any difficulty and patient tolerated the procedure well. Approximately 2 years 5 months post implantation patient had a stress test was nonischemic, no evidence of scar, ef of 60%. Approximately 6 years and 5 months post implantation, patient underwent echocardiogram which showed ejection fraction (ef) of 65% to 70%, normal left ventricular systolic function, and no valvular abnormalities. Approximately 6 years and 5 months post implantation, patient had a venous duplex scan which showed partial nonobstructive chronic dvt in right common femoral and superficial femoral veins. No evidence of thrombus on left side was noted. Approximately 6 years 10 months post implantation, patient visited hospital with right flank pain with ivc occlusion and stricture. According to the information received in the patient profile form (ppf), the patient reports blood clots, clotting, and/or occlusion of the ivc, and device unable to be retrieved but no removal attempt has been made.